Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the interconnect cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently produce a white and then a black screen during fluoroscopic x-ray. No pt injury was reported.